Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the footswitch is not connecting to the system. Upon some functional test fse found that error message show when attempting to fluro, that signal from footswitch was received by base station. Fse found the wireless footswitch and the base station were defective. The cause of connecting issue confirmed by the malfunction of foot pedal and base station by the supplier's part analysis. Fse replaced the wireless footswitch and the base station, after replacement of wireless footswitch and the base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wireless footswitch was not connecting to system. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the wireless foot switch along with the base station and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.